Event description:
It was reported that one day post-op following a laparoscopic sleeve gastrectomy procedure in which the ace45e and pce60a devices were used, the patient came back to surgery for reoperation due to bleeding. The surgeon did laparoscopy and discovered bleeding in the area of the short gastrics. The patient was converted to open procedure. Surgeon could not determine what might have caused the bleeding. The surgeon oversewed the area with suture to control the bleeding and patient was given two units of blood during procedure. The patient had also received blood products prior to reoperation, however amount of blood given at that time was unknown. The patient remained in the hospital following reoperation for observation and was released from hospital on (B)(6) 2014 in stable condition. On the original sleeve gastrectomy procedure, the surgeon noted the ace45e device was cutting slower during procedure. The surgeon also used a pce60a device with blue and gold reloads on procedure. No buttressing material was used and the stapler was not fired over other staple lines. No devices being returned as discarded after original procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the stapler fired over the short gastrics? What cartridge color was used? What did staple formation look like? Was the site of bleeding identified? What devices were used in that area? Were staples uses at the site of the bleeding? Were there any issues noted with the staple lines in the initially procedure or secondary? Current of status of patient? Second procedure: what structures were oversewed to control the bleeding?